Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2008. It was reported on (B)(6) 2011 that the pt has no stimulation. The charger will no longer locate the ipg. A replacement charger and spacer kit was shipped to the pt. No further info is available at this time.